Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump infused lower fluid than expected during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, "infused lower fluid than expected," was reproduced. The event history log review was performed. The customer did not provide an event occurrence date or parameters. The condition of the IV set, IV bag, and set up are unknown. No further conclusions could be drawn at this time from the ehl review. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plate assembly out of adjustment. Pressure plate assembly requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.